Event description:
It was reported when an asymptomatic patient presented to the clinic for a normal device check, lead noise was observed on the right ventricular lead. Noise could not be reproduced in the clinic by isometrics. No resolution was recommended. The patient will be followed normally. No further information is available.